Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced pain and purulence at the implant site. On (B)(6) 2015, the recipient underwent a cleaning of the implant site. The recipient resumed use of the device. The recipient experienced electrode array migration. On (B)(6) 2016, the recipient underwent revision surgery. During revision surgery, the electrode was damaged. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient's new device was reportedly activated successfully.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient reportedly experienced a skin flap infection. The recipient was hospitalized (B)(6) 2016.